Event description:
It was reported that a novum iq large volume pump had continuous alert to close the door occurred in the biomedical service department. The green guidance lights were being displayed when the door was open. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem"continuous alert to close the door" was reproduced. The device was stuck on displaying "door open". A review of the event history log revealed door open/closing several times. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the lvp mechanism. The lvp mechanism required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.